Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: 3145433 / 7080847, batch: 3145433 / 7080847.

Event description:
It was reported that the patients ipg had eroded to the skin. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned as they were disposed by the facility.